Event description:
It was reported that this patient with a pacemaker passed out and heard a noise from their device. The patient noted they were concerned about the status of their device. It was noted that the patient was informed that their device was fine, but the patient still expressed concern. No other information was provided. Technical services (ts) referred the patient to a medical doctor (md). This pacemaker remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.